Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to the protruded drive support disk. The insulin pump was received with minor scratches on the display window, cracked display window at the bottom right side corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor during prime. Customer reported that the drive support cap is sticking out. Customer stated, the pump was dropped. The blood glucose reading was 186 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.